Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the procedure, contralateral side treatment length was measured 9 cm, and a 9.5cm contralateral leg endoprosthesis (plc161000j) was implanted in the contralateral side. Final angiography showed a short distal landing length of the plc161000j in the left common iliac artery and a short junction length at the contralateral gate of the trunk - ipsilateral leg endoprosthesis. In order to extend the proximal and distal part of the plc161000j, a second contralateral leg endoprosthesis (plc161200j), longer than the first one, was deployed by pushing up, relining the plc161000j, but could not be pushed up sufficiently, resulting in unintended coverage of the left internal iliac artery, and blood flow to the left internal iliac arterywas lost. No treatment was performed for the coverage, and the procedure was completed.